Event description:
It was reported that high, out of range high voltage lead impedance was observed. No patient symptoms were reported. Further testing was recommended. The physician elected to continue to monitor the patient at regular intervals.

Manufacturer narrative:
(B)(4).